Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that low flow events were occuring. The submitted log file was reviewed by the manufacturer¿s technical services representative and low flow events were confirmed to have occurred on (B)(6) 2017. On (B)(6) 2017, it was reported that the low flow events were a result of pump thrombosis. The chest CT revealed thrombus in the outflow graft. The patient was placed on veno-arterial extracorporeal membrane oxygenation for cardiogenic shock on (B)(6) 2017. A pump exchange was planned but the patient experienced a series of hemorrhagic strokes and expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported device thrombosis, stroke and the patient¿s death could not be conclusively determined. The evaluation of the submitted system controller log file confirmed the report of low flow events; the clinicians reported that the low flow events were the result of pump thrombosis. It was reported that a chest CT revealed thrombus in the outflow graft. The patient was placed on veno-arterial extra-corporeal membrane oxygenation (ECMO) due to cardiogenic shock on (B)(6) 2017. A pump exchange was planned; however, the patient had a series of hemorrhagic strokes and expired on (B)(6) 2017. The device was not explanted. It was not available for evaluation. Device thrombosis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.